Event description:
It was reported that muscle stimulation was noted on this right atrial (ra) lead. Upon investigation, low out of range pacing impedances were noted, high capture thresholds, and loss of capture in unipolar pacing. A replacement procedure was performed, and this ra lead was damaged during explant. No additional adverse patient effects were reported.